Event description:
Information received indicates the head hi/low function is drifting down slowly.

Manufacturer narrative:
The head hi/low valve was cleand and reinstalled in the hydraulic manifold to repair the bed.